Event description:
Rn ws using wolfpak 1000ml empty eva container to pool ivig. Bags had leaks at the seams on the bag. Dose or amount: 1000ml, frequency: 2 days monthly, route: intravenous. Dates of use: (B)(6) 2014.